Event description:
Caller reported alarm 01. There was no adverse impact to the customer¿s blood glucose level. Customer was able to load a new cartridge and resume insulin successfully. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.